Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: left mentor smooth round moderate profile 325cc saline prosthesis, catalog: 3501650, serial number: (B)(4), lot: 6519613. (B)(4)

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent breast augmentation revision with a mentor smooth round moderate profile 325cc saline prosthesis. Deflation on the left breast prosthesis was diagnosed post procedure. Bilateral breast ptosis grade 2 was also indicated. As a result, the breast prostheses were explanted from the patient on (B)(6) 2018. The patient elected to undergo bilateral mastopexy. This report is for the right breast prosthesis.